Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air and fluid in set / line) occurred on the homechoice device during dwell one of two of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was determined that the supply bag had disconnected. The technical services representative advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.